Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s (mg/dl) in the past however, no specific date was provided. The cause of the low bg level was unknown. Orange juice was consumed to address bg level. The customer declined troubleshooting with tandem technical support. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.